Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdqs0241 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "patient states that she has powerport clearvue isp inserted on (B)(6) 2019. She states the first month access was stuck x 10 to access the powerport. She states that a chest x-ray was done to rule out a flipped port. Patient state the x-ray did not show a flipped powerport. She states the powerport is not perpendicular and cannot feel all 3 bumps on the powerport. Patient states that after 2 months after placement the powerport was accessed with miniloc safety infusion set s02020-10 and lot asbss0120 was used to access the powerport and on several occasions "popped out of the port". She states they switch needles and she is now using powerloc max safety infusion set 0142075 with lot asdqs0241. And that needle is "popping out of the port." She states the dressing is intact with needle popping out. She states she has many allergies and can only use the iv3000 dressing. She states she states accessed at home. Denies extreme movement of chest or arms. Ms&s suggested to try a longer needle due to the powerport not being perpendicular in the chest and the powerport being slanted." This report addresses the powerloc max safety infusion set used.